Event description:
A customer observed a falsely elevated trop I es result on the vitros eci analyzer for one patient sample. Biased results were released; however, the elevated result was repeated and a corrected report was issued. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the event was instrument related. The field engineer replaced multiple analyzer components and made the associated analyzer adjustments to return the instrument to the expected operation. The root cause of the event is instrument related.